Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the tibial tray had been revised at an earlier time and the lcs femur was retained during the revision. Now, the femur is loose, so the surgeon revised the lcs femur. The patella and mbt revision tray are well fixed and retained. The femur came off with no impaction necessary. It is unknown when the femur was originally implanted. Doi: unknown. Dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.